Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump delivered a bolus without user input. Customer's blood glucose level was 210 mg/dl. Multiple attempts were made to retrieve the pump logs regarding the reported issue; however, all attempts were unsuccessful.